Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. The customer attempted to treat bg by consuming carbohydrates and completing a glucagon injection. Customer was treated with intravenous fluids of saline and glucagon to address the bg. The customer alleged that the pump miscalculated a bolus. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. Csa found that the customer input 0 grams of carbs and did request a 15u bolus the customer acknowledged and continued using the pump for insulin therapy.